Manufacturer narrative:
The fs-oa-8.5 device of lot number unknown involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution ¿fs-oa-8.5¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that the instructions for use (ifu0096-1) states the following: ¿intended use: this device (with preloaded stent, if applicable) is intended for endoscopic biliary stent placement to drain obstructed bile ducts. Do not use this device for any purpose other than stated intended use¿. ¿notes: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. Important: a sufficient portion of guiding catheter must be above stricture prior to stent positioning there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error was identified in the laboratory. It should be noted that the IFU labels for this device state that the device should not be used for any purpose other than intended. Based on the customer¿s testimony that the guiding catheter was shortened for this procedure, this modification is outside the IFU and label¿s intended use of the device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Per rep on (B)(6) 2021, this problem occurred with two different devices in the same procedure. They were not able to deploy the stent off of the delivery system. The procedure was successfully completed with a competitor's stent. Per rep on (B)(6) 2021, before they attempted the stent placement, they used a balloon (pr319317 - g48225, lot w4404820) to sweep the common bile duct. This balloon popped on the scope elevator. They successfully completed the sweep with another balloon of the same type. They then attempted to deploy the stent. They used stent (pr318764 - g21620, lot c1656857) and delivery system (pr319274 - g31526, lot c1723460) for their first attempt. During the first attempt with these devices, they could not advance the stent and the delivery system out of the scope. They then made a second attempt with these same devices. During this second attempt, the stent was positioned in the common bile duct and the wire guide was removed but they could not pull back on the guiding catheter. The guiding catheter was stuck in place and stretched out at the proximal end of the device. They then made another attempt using different devices. This time they used stent (pr319315 - g21620, lot unknown) and delivery system (pr319316 - g31526, lot unknown). The lot #s could not be determined because the customer did not keep the stickers. With these devices, they made one attempt but could not advance the stent and delivery system out of the scope. Did any unintended section of the device remain inside the patient¿s body? -no. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? -no. Did the patient require any additional procedures due to this occurrence? -no. If yes, please describe. Did the product cause or contribute to the need for additional procedures? -no. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? -no. Has the complainant reported that the product caused or contributed to the adverse effects? -no. Please specify adverse effects and provide details.